Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) packaging seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a procedure. According to the complainant, during preparation, it was noted that the device package had a small hole which compromised the sterile barrier. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury."

Manufacturer narrative:
A visual analysis found that the returned unit has a hole which is passing through the pouch side to side. The complaint was consistent with the reported event of damage in the package. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exists for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a procedure. According to the complainant, during preparation, it was noted that the device package had a small hole which compromised the sterile barrier. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient injury.¿